Event description:
Customer reports that when 2 sv300 ventilator are connected via sync. Cable and the "slave" ventilator has the pause hold function activated the "slave" ventilator will not start to cycle after release of the pause hold unless the unit is momentarily turned off and on. There was no pt injury. Internal #v97140

Manufacturer narrative:
The MFR has reviewed the operating documentation for this device and has determined that the info regarding the pause hold functionality may be confusing to the operator. The MFR has committed to clarify the documentation for this functionality.